Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve tended to dislodge into the ventricle prior to full release, due to dilation of the left ventricular outflow tract (lvot). The physician decided to abort the procedure. The valve and delivery catheter system (dcs) were removed from the patient and discarded. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID evproplus-34 (serial: (B)(6); product type: 0195-heart valves product ID l-evprop34 (lot: 0011984407); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that a pre implant balloon dilatation was performed.

Manufacturer narrative:
Image review: twenty media files were provided for review. A pre-balloon aortic valvuloplasty was performed prior to the valve implant attempt. Multiple recaptures were attempted to deploy the evolut at the aortic annulus; however, the valve dislodged ventricular each time to an unacceptable depth. Further deployment attempts were aborted due to positioning difficulties and a non-medtronic valve was implanted. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is 1 mm or >5 mm, consider recapture. Caution: bioprosthesis implant depth 1 mm may contribute to an increased risk of prosthetic valve dislodgement during valve release, dcs retrieval, or post-implant dilatation. Bioprosthesis implant depth >5 mm may contribute to an increased risk of conduction disturbances, which may require a permanent pacemaker. In this case, it is not possible to determine the cause of the positioning difficulties and proper action was taken to ensure patient safety. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.